Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 unspecified bd insyte¿ autoguard¿ IV catheters leaked while being used on an adult patient who was to receive a colonoscopy. The luer lock reportedly had trouble connecting to the IV, and the leaked fluid contained normal saline, as well as "possibly lidocaine, propofol and/or fentanyl." The following information was provided by the initial reporter: "it was reported that the product leaked while attached to an IV catheter during use on that an adult patient who was to have a colonoscopy. The luer lock had been difficult to connect to the IV properly which could have been the cause of the leak. The fluid that leaked was normal saline and possibly lidocaine, propofol and/or fentanyl. There was no patient harm."

Event description:
It was reported that 2 unspecified bd insyte¿ autoguard¿ IV catheters leaked while being used on an adult patient who was to receive a colonoscopy. The luer lock reportedly had trouble connecting to the IV, and the leaked fluid contained normal saline, as well as "possibly lidocaine, propofol and/or fentanyl." The following information was provided by the initial reporter: "it was reported that the product leaked while attached to an IV catheter during use on that an adult patient who was to have a colonoscopy. The luer lock had been difficult to connect to the IV properly which could have been the cause of the leak. The fluid that leaked was normal saline and possibly lidocaine, propofol and/or fentanyl. There was no patient harm."

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the samples. Bd received two 20ga insyte autoguard catheter-adapter assemblies connected to miscellaneous administration sets. DHR review was not performed as the lot number associated with the account was unknown. Through the visual/microscopic examination, there was no physical or mechanical damage found on any of the components. A water-leak test was performed where the adapter was connected to the end of the slip luer on the water-leak fixture. Leakage was not observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.